Manufacturer narrative:
This report is submitted on october 1, 2019.

Event description:
Per the clinic, the patient experienced a loss of osseointegration of the implant (reason unknown). As of this date (B)(6) 2019 the patient has not been re-implanted with a replacement device.